Event description:
This IV lead was implanted on (B)(6) 2009 and remains implanted. It was reported to medical records that the high outputs on this lead cause early battery depletion for the patient's device. This was reported by (B)(6) hospital with (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).